Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air from an unspecified line of a homechoice cassette without an alarm. The air in the tubing was observed during peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The patient ended the therapy session. There was no patient injury or medical intervention associated with this event. No additional information is available.